Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device downloaded the pump trace history download properly. However, device was unable to uploaded using carelink, problem isolated to the m/b. Device had scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was of 538 mg/dl. Customer was treated with insulin pump for high blood glucose level. Customer experienced nausea and vomiting like symptoms for high blood glucose level. Customer reported that they were not using insulin pump from 48 hours. Customer was assisted to troubleshoot for high blood glucose level. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.